Event description:
This report is being submitted to document the completion of the investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Theses implants were removed in a revision; therefore the complaint is considered confirmed. The 4 hole plate (part# 73-2643, lot# unknown) and the 8 hole plate (part# 73-2623, lot# unknown) and unknown screws could not be visually inspected or functionally tested because no products were returned. No x-rays, scans, pictures, or physician's reports were provided. The complaint cannot be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The most likely underlying cause of this complaint cannot be determined, though it is potentially due to the patient condition. It was reported that the patient recovered well, but then had a coughing fit and afterwards complained of pain. X-rays were then taken and the surgeon noticed the manubrial plate appeared shifted. A revision surgery was done to explore the situation and the surgeon discovered a complete dehiscence. The instructions for use (IFU) for these products states in the section titled warnings: adequately instruct the patient. Postoperative care is important. The patient¿s ability and willingness to follow instruction is one of the most important aspects of successful management of fracture or other non-union. The patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The IFU also states in the section titled sternalock surgical protocol: the first step in the successful application of the sternalock® system is to dissect all soft tissue from the surface of the sternum to allow for complete visualization of the bone. Optimally the soft tissue is dissected to reveal the costal cartilage on both sides of the sternum. Performing this step before the sternotomy decreases the likelihood of off mid-line sternotomy, a potential precursor to dehiscence. In addition to dissecting the soft tissue from the sternum in the revision patient, bony calluses should also be removed from the midline and sternal surface to allow for proper anatomical reduction and plate placement. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00228-1.

Manufacturer narrative:
(B)(4). Medical product: biomet microfixation sternalock blu system 4 hole l-plate 100 degrees catalog #: 73-2643 lot #: ni, unknown screws. Therapy date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00228.

Event description:
It was reported there was a revision due to the plate shifting and dehiscence. A new surgeon used the system. A standard construct was placed on the sternum with item l plate 73-2643 placed at the manubrium, x plate 73-2623 at the body and above the xyphoid. Patient recovered well in the pacu and in the cvicu until they had a coughing fit and then complained of pain. After an initial x-ray the surgeon noticed the manubrial plate appeared shifted. After opening the chest to explore the situation the surgeon discovered a complete dehiscence. The patient was closed using the robiscek weave. No additional patient consequences were reported.